Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history could not be reviewed as the customer info has been withheld. This is the first complaint reported against the finish goods lot and the device history review (DHR) shows the product was released per spec. The root cause could not be determined. (B)(4).

Event description:
A customer reported a cassette was leaking through the irrigation connection on the cassette during a procedure. There was no harm to the pt.